Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer stated that this was a recurring issue that had been resolved by leaving the battery out for several minutes. The customer also reported that the device had a no delivery alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the display returned, but the insulin pump failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.